Event description:
Customer reported that the insulin pump alarmed no delivery during bolus. The customer tried to manually prime but there was greater resistance with the plunger push. The customer stated that alarm occurs when the reservoir is half full. This issue occurred with four reservoirs from the same box. Blood glucose value is unknown. Customer was advised the reservoirs would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.